Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. And gastrointestinal/pelvic floor. It was reported the device was on but there was something wrong with it. Further information received from the consumer reported they had a return of interstitial cystitis symptoms meaning they had to go to the bathroom constantly, experienced pain, frequent urination, and bladder spasms. It was noted the return of symptoms started about a month-six weeks ago, but got really bad about four weeks ago, and were even worse two weeks ago. About a week prior to (B)(6) 2018 the consumer realized she couldn¿t feel stimulation so on (B)(6) she used her patient programmer (pp) to check the implantable neurostimulator (ins). The ins was on, so the consumer tried increasing stimulation and turned it up ¿really high¿ but was unable to feel stimulation and instead experienced a sharp pain like an electrical shock/electrocution. The consumer turned stimulation down and hadn¿t noticed the sharp pain/electrocuting sensation, but still didn¿t feel stimulation. It was further reported the consumer had previously lost 5-10 pounds over a month timeframe, but they recently lost about 30 pounds in a short amount of time due to gastroparesis (which was a previous condition) and felt like the stimulator system was moving/had moved. It was noted the patient had also tripped and fell down/stumbled over something, but it was confirmed this was unrelated to the stimulator. During the call it was offered to review how to make adjustments which was when the consumer stated they knew how to use the pp but mentioned they would intermittently ¿lose the signal¿ or have poor communication while using the pp to check their ins and adjust the parameters. The consumer then asked about the difference between their programs, so they were redirected to their healthcare provider (hcp) to discuss symptoms, programming, and to assess the stimulator system. No further complications were anticipated.